Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system unable to boot. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that the software on suite pc was defective. To resolve the issue, the fse reinstalled the xray suite pc and restored the system. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.